Event description:
The device reporetedly would not analyze due to "interference." Per the customer, "CPR was continued without interruption." A second crew arrived with another defibrillator. Shocks were delivered. The pt was pronounced at the hospital.